Event description:
Patient was taken from [redacted] to nuclear medicine on [redacted]. Note on [redacted]-same day at 1653 from vat [vascular access team] team indicates possible catheter tip fracture. Note on [redacted]-same day at 1806 from vascular surgery that plan is not to perform surgery at this time. Patient delivered infant on [redacted]-8 days later. No additional information from vascular team about plan to re-assess catheter tip fragment post-delivery.